Event description:
Boston scientific received information that that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement, loss of capture (loc) along with oversensed noise which resulted to inappropriate shock and anti-tachycardia pacing (atp). It was reported that the patient was in an accident. The patient was sent to the hospital and a lead fracture was noted. There were no pauses because of noise. A revision procedure was performed in which this rv lead was explanted and replaced. Furthermore, a severe subclavian crush was seen. This rv is no longer in-service and will be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned. The lead was stretched to 710 mm and noted tears in the lead insulation. The lead body was curled, it appeared it has been pulled with force and then let go. The conductor coil was fractured 322mm from the terminal pin. Microscopic analysis indicates the insulation damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. Detailed analysis confirmed the reported clinical observations.